Event description:
It was reported that the patient presented for an unrelated procedure. It was noted that the patient also had dehiscence and pocket erosion. Wound dehiscence was believed to be due to bulk in the pocket. The implantable cardioverter defibrillator, left ventricular lead, right atrial lead and right ventricular lead were explanted. Patient was stable during the event.